Event description:
The customer received unexpected negative antibody screen results on a patient sample when tested on the echo. The customer repeated the screen on the echo with a newly drawn sample and received expected results of anti-e.

Manufacturer narrative:
The customer did not have sample to return for testing. The expected results were obtained with a new sample. No further errors have been reported. The instrument was operating as expected. The nature of the initial specimen cannot be ruled out as contributing to the event.